Event description:
It was reported there was a loss of therapeutic effect. Patient symptoms returned starting in the beginning of (B)(6) 2012. Symptoms included 'leaking and going to the bathroom a lot and frequently.' It was noted the patient had peed in the bed prior to an appointment with their health care provider. Patient's medication was increased. It was also reported the patient had pain in the left buttocks and that they had been trying to increase stimulation which helped the pain, but made the patient go to the bathroom more often. It was also reported the patient's 'machine was turning itself off.' It was confirmed the device was on at the time of report. It was noted the patient stated 'the problem had been fixed.' Patient was on program 4 at 2.4 volts. Follow up from the health care provider reported there were no abnormal impedance measurements. It was noted there was a revision in (B)(6) 2012. After revision the patient had pain in their left buttock area, device was implanted on the right. Pain resolved after turning the device off. Gradually they had been adjusting programming. Patient incontinence returned when the device was turned off. The patient symptoms were slowly resolving and the patient had no pain in their left gluteal area at the time. Refer to manufacturer report # 3004209178-2012-11920 for report on revision of device.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v534780, implanted: (B)(6) 2010, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).